Event description:
It was reported that the pace/sense lead impedance was stable at 1800 ohms and now has gradually increased to high impedance, greater than 3000 ohms. The lead remains in use however, the plan is to replace it in the near future. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.